Manufacturer narrative:
(B)(4). Although requested, the event logs have not been received. A f/u report will be submitted once the event logs have been received and the investigation is completed.

Event description:
Customer reported, pt had an order for a heparin drip at 21ml/hr. The pt also had a maintenance line running at kvo. The pt traveled from the unit to ultrasound and then to the cath lab. At the cath lab it was noted the heparin drip was running at 50 or 51ml/hr. The angiogram proceeded without delay. No pt harm or medical intervention required.